Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Evaluation of (B)(4) revealed superficial cuts on the patient's driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the internal portion of the pump cable was confirmed through the investigation. The pump was returned fixed and assembled with the pump cable severed at approximately 9.5 inches from the pump header. The distal end of the pump cable, and the modular cable were not returned with the device. The sealed outflow graft was returned in 2 parts. The proximal portion of the sealed outflow graft measured approximately 3 inches, while the distal portion measured approximately 4 inches. The proximal portion of the sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was not returned with the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned portion of the pump cable revealed superficial cuts, likely from explant, at approximately 2, and 3.5 inches from the pump header. Visual examination of the returned portion of the pump cable revealed no sign of discoloration. The pump header and pump-end bend relief appeared unremarkable. The lvad event and periodic log files showed the pump operating as intended. The device was cleaned, rebuilt, and functionally tested under loaded conditions. The pump operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.